Manufacturer narrative:
(B)(4). Original reporting time frame may 1, 2015 through june 30, 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame may 1, 2015 through june 30, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(4) 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Original reporting time frame (B)(6) 2015.

Manufacturer narrative:
(B)(4). Original reporting time frame may 1, 2015 to june 30, 2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced mixed urinary incontinence, pain, infection, unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, hematochezia, diverticulosis, colonoscopy, internal hemorrhoids, anal canal hemorrhoids, excoriations in anal canal, and required non-surgical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). The total number of events for product classification code otp is (B)(4). Qty (B)(4) - avaulta plus biosynthetic support system, qty (B)(4) - avaulta plus biosynthetic support system - anterior, sterile, qty (B)(4) - avaulta plus biosynthetic support system - posterior, sterile, qty (B)(4) - avaulta solo synthetic support system - anterior, sterile, qty (B)(4) - avaulta solo synthetic support system - posterior, sterile , qty (B)(4) - unknown bmd women's health mesh product.

Manufacturer narrative:
Exemption no. (B)(4). Original reporting time frame may 1, 2015 to june 30, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption no. (B)(4). Original reporting time frame may 1, 2015 to june 30, 2015. The information provided by bard represents all of the known information at this time.

Manufacturer narrative:
Exemption no. (B)(4). Original reporting time frame may 1, 2015 to june 30, 2015. The information provided by bard represents all of the known information at this time.